Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported, on behalf of the customer, the evis exera iii gastrointestinal videoscope was used on two patients that tested positive for cre and mdm contamination, interpreted to be carbapenem-resistant enterobacterales and monocyte-derived macrophages. Later reported to be cre-ndm infection and a e. Coli positive urine culture. It was further reported the scope was used in a total of 84 procedures. There was no confirmed patient infection for the remaining 82 patients. There is going to be an inspection performed by an independent inspection company. Though the scope was used there is no positive culture at this time, test results are pending. The two reported patient infections were previously are captured in the related patient identifiers as follows: (B)(6) patient a. (B)(6) patient b. Please refer to the following related patient identifiers for the remaining 82 uses: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of an olympus endoscopy support specialist (ess) visit to the user facility and legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. On november 28, 2023, an olympus ess observed precleaning, leakage test, manual cleaning, and storing steps at the user facility. The ess confirmed no obvious deviation from instructions for use (IFU) which may have affected the suggested event. The ess did note use of a non-olympus automatic endoscopic reprocessor (aer) and flushing pump. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared and the subject device not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.